Manufacturer narrative:
Continued h.6. Health effect - impact code : f2203 - imaging. Device analysis: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks.

Event description:
Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.